Event description:
It was reported that hemovac drain system disconnected when the patient got out of bed to the chair. Also, customer end up taping the ends of the port that was not connected to the hemovac.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hemovac drain system disconnected when the patient got out of bed to the chair. Also, customer end up taping the ends of the port that was not connected to the hemovac.